Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the 1140ml of cisplatin was ordered at 3:18am for 190ml/hr. When the 6-hours infusion completed, there was more medication in the bag. The remainder was infused at the same rate, which took an extra 44 minutes for a total of 1284.45ml (not including flush) by the pump, which is greater than 10% error. There was patient involvement but no harm.

Event description:
It was reported that the 1140ml of cisplatin was ordered at 3:18am for 190ml/hr. When the 6-hours infusion completed, there was more medication in the bag. The remainder was infused at the same rate, which took an extra 44 minutes for a total of 1284.45ml (not including flush) by the pump, which is greater than 10% error. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, g codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the 1140ml of cisplatin was ordered at 3:18am for 190ml/hr. When the 6-hours infusion completed, there was more medication in the bag. The remainder was infused at the same rate, which took an extra 44 minutes for a total of 1284.45ml (not including flush) by the pump, which is greater than 10% error. There was patient involvement but no harm.